Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was not working. The customer¿s blood glucose level was 200 mg/dl. Customer also reported that the insulin pump had software error detected alarm. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer stated that the fill cannula was recorded in daily history. Customer performed self test and the test was passed. Troubleshooting was performed for insulin pump error. Customer stated that the sensor had sensor updating alert and tape not sticking. The insulin pump will not be returned for analysis.